Manufacturer narrative:
No product has been returned for evaluation. Should new info become available, a f/u MDR will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
Rec'd info inquiring if t:slim was able to detect low bg's. Mother believed patient may have gone through a low bg episode as her daughter was unresponsive. An ambulance was called. Contact administered cake icing in customer mouth and orange juice.